Manufacturer narrative:
The device has been received for evaluation, however, the investigation is not complete.

Event description:
The event involved a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, luer lock where the customer reported that the trifuse became disconnected from the lipid line as the connector had broken. The status of the product at the time of the event was use on a patient but harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one used. List #mc330027, 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, luer lock; lot #14012443. No visual damages or anomalies were observed. The reported complaint of a disconnection could not be confirmed. The returned sample was tested and no disconnections were observed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.